Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 88 mg/dl and 215 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.